Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n179053002, implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500 mcg/ml at ¿125 mcg/ml¿ via an implantable pump. It was reported that the patient was having a routine pump replacement due to eri (elective replacement indicator). Upon patient arrival and assessment per the healthcare provider, the patient¿s pump pocket prior to surgery was swollen with what appeared to be fluid within the pump pocket. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. Possible theory was during the refill, the catheter was punctured. The diagnostics and troubleshooting performed was upon opening the pump pocket for routine pump replacement due to eri, the physician noted a leak in the pump segment of the catheter. The actions and interventions taken to resolve the issue was they removed the compromised portion and replaced with pump segment. The managing physician. Was notified and instructed to decrease dose to 75 mcg/day and to admit the patient to observe for possible symptoms. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The catheter was returned and analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.